Event description:
It was reported that the (1) 512b was used during an unk procedure. It was reported that there was a torn gasket with air leakage. The case was completed with a new instrument and there was no further consequence to the pt.